Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the distal side distorted and stretched over the distal markerband and on the bumper tip. No damage was noted to the struts on the proximal side of the stent. The stent moved distally on the balloon exposing the balloon wall on the proximal side for approximately 2-3mm. A snap gauge was used during examination to measure the crimped stent outer diameter (od) on the undamaged proximal side, which is within the specification. Based on the event description and the analysis performed, stent damage most likely occurred when the device came into contact with the guideliner. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the midshaft kinked on the proximal side of the port exchange area. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and mildly calcified mid left anterior descending (lad) artery. A 3.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was then advanced and advancement of the synergy¿ stent was attempted again. However, the distal edge of the stent came into contact with the monorail part of the non-bsc guide extension catheter and the distal edge of the stent was confirmed to be flared. The procedure was completed with another synergy¿ stent and no patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and mildly calcified mid left anterior descending (lad) artery. A 3.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was then advanced and advancement of the synergy¿ stent was attempted again. However, the distal edge of the stent came into contact with the monorail part of the non-bsc guide extension catheter and the distal edge of the stent was confirmed to be flared. The procedure was completed with another synergy¿ stent and no patient complications were reported.